Manufacturer narrative:
Date of the event is unknown. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Patient had a full system explant for an unknown reason.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.